Event description:
It was reported that the a patient was being transported on an ambulance cot in an ambulance that was involved in a traffic accident. It was reported there were alleged injuries involving the patient. The customer would not disclose the extent of the injuries. No device malfunction was reported.